Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's heart rate was 130 beats per minute after showering and walking up to the lab. The patient's ventilatory threshold also decreased. As a result, steps were taken to optimize programming, which included increasing the maximum sensor rate from 130 to 140 beats per minute. It was noted, following reprogramming, the patient was out walking around. Technical services (ts) discussed additional troubleshooting steps incase further programming is needed to reach optimization. No adverse patient effects were reported. The pacemaker remains in service.